Manufacturer narrative:
Product ID neu_unknown_cath, serial# (B)(4); product type catheter product ID neu_unknown_cath, serial# (B)(4); product type catheter product ID 8590-1, lot# n335758; product type accessory. (B)(4).

Event description:
It was reported, ¿been told I will die within 15 years of having pump installed- (B)(6) 2005.¿ it was also noted, the patient¿s teeth were all falling out, all of a sudden, and all at once. The patient ¿cannot seem to cut the pain no matter what¿ and ¿I¿m in so much pain I can hardly walk.¿ the patient has an appointment on 2013 (B)(6) and would discuss this with the doctor on the next appointment. On (B)(6) 2014, the patient further reported that they had been in so much pain since a truck accident in (B)(6) 2014. The patient hadn¿t been getting relief from anything even prior to that accident. The patient stated that "the wire" is not in the right place, meaning the catheter. Per the patient ¿ catheter was not placed initially where the pain issue was. The catheter was placed on (B)(6) 2005. The patient stated that it ¿is placed too high in the back and it is not helping with her pain¿. The pump was used to deliver morphine. Interventions and patient outcome were not reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.